Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed v site, per variance 5.

Event description:
It was reported that several years ago, the customer woke up in an ambulance because she experienced a low blood glucose level. The customer experienced another low blood glucose level a year ago, while diving. She was unable to see. The customer's spouse had to help her. Customer's blood glucose level was not reported. The device was not returned.